Event description:
It was reported that a patient underwent a diagnostic laparoscopy (B)(6) 2012 and topical skin adhesive was used. The surgeon used the adhesive to close the umbilical incision. The surgeon dripped in a puddle of the adhesive and then approximated the skin. The patient now has a walnut size area of induration around the umbilicus. It does not appear to be infected and there is no sign of hernia. A CT scan showed an induration. Unspecified surgical intervention was required. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.